Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/31/2017 with the following findings: during investigation, attempts to download the pump history failed due to internal moisture contamination. Moisture ingress was observed inside the battery compartment. The pump was powered on and the display was found to be blank with normal auditory tone and vibration. The pump cover was opened and moisture was found throughout the pump's internal components. The blank display issue was found to be caused by internal moisture contamination. The original complaint of a (motor rewind) alarm was unable to be investigated due to the blank display and moisture ingress. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.